Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Valve is not adjustable, drained insufficient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was hydrated for 24 hours. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a crack in the valve casing was noted. This is probably due to the valve receiving some form of impact. Corrosion was noted on the stator. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3112, with lot ctpbct, conformed to the specifications when released to stock on the 14th january 2016. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator could be partly due to the valve receiving some form of impact, as well as the corrosion. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.